Event description:
A user facility reported to olympus that the device failed to power on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a charred fuse component on the ac inlet of the power supply, indicative of a faulty power supply. The olympus lamp was at over 500+ hours and determined to be expired. Scratches were noted on the top cover and a small dent on the front panel present. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply/switch regulator could not be identified. Olympus will continue to monitor field performance for this device.